Event description:
It was reported, that an implantable neuro-stimulator was being removed, due to the battery being in an uncomfortable position. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).